Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since no product details were provided, in-house testing using retained samples was not performed. A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the product information was not provided, model #, lot # and device manufacture date and device manufacture date were not captured.

Event description:
The customer reported that she ran a control test and obtained a reading of 269 mg/dl while using the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The product is not expected to be returned for evaluation. The customer did not provide the details of control solution involved in the event.